Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer to a company product specialist and forwarded by our local affiliate (B)(4). Initial and follow-up information received on (B)(6) 2009 respectively were processed together. This case involves a (B)(6) female patient who received her first treatment of poly-l-lactic acid (sculptra) on (B)(6) 2008 for face correction to her upper and lower part of her face. Relevant medical history was reported as facial paresis with a tendency for the left side cheek to draw upwards, and the philtral dimple towards the lip is deeper. Concomitant medication information was not mentioned. Sometime in (B)(6) 2008, after her first treatment, she developed a subcutaneous nodule/lump (1.5 cm), invisible, and palpable at the left wing of the nose (2 ml injected). At the right wing of the nose, the patient developed a small, invisible, and movable nodule. At both sides of the cleft in the chin were "deposits" (at right side 1 ml injected and at left side 0.5 ml injected). This could be either a tendon or poly-l-lactic acid. Mixed: 4 ml of sterile water and 2 ml lidocaine (2%) (6 ml in total). At the time of this report, the event remains ongoing and the patient reports that the subcutaneous lump has increased in size (nos). A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.